Manufacturer narrative:
The 3rd party service representative replaced the bag/vent microswitch, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
A 3rd party service representative performed a checkout of this unit and discovered the bag/vent switch was not switching to mechanical ventilation when requested. There was no report of patient involvement.